Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was determined that the small battery drive device was making a loud noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition that the device was making a loud noise was confirmed. An assessment was performed and it was observed that the device stalled/seized during pre-test, there was excessive debris and corrosion on the motor, the unit showed signs of immersion, and the coupling head was worn. It was further determined that the device failed pretest for safety assessment (check the off/oscillation/on switch mode function) because the device did not run, and when the trigger is pressed there is no function and no motion. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse, and normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.